Event description:
Pt was revised due to instability. Pt lack of mobility caused bearing to spring out because she didn't rehab. Posterior thigh pushed femur over tibia. Intra-operatively found loose femoral component. Had to revise and go to hinged component.